Manufacturer narrative:
Initial reporter phone and address were not provided.

Event description:
The customer received a control result of 129mg/dl on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer returned the strips for evaluation. A new kit was sent to the customer.